Event description:
After laser surgery to correct myopia, I have a problem with dry eyes that stick together upon walking each morning. I must have wetting drops on-hand in order to open my eyes without pain. If I do not use drops, and force them open, I have stinging pain and fear damage to the cornea. Any such damage seems to heal itself within several minutes, but I fear may have a cumulative effect over the long term. Otherwise, I am very happy with the results of the laser surgery.